Manufacturer narrative:
The device was received and no damages or defects were found with the device that would create a failure to deliver insulin. The formed needle was observed to be exposed in the soft cannula. The linkage assembly was observed to not be fully retracted, however, the needle fully retracted after the device was opened. Score marks were observed on the top housing where the linkage assembly is rubbing against it. The needle mechanism was reset and was successfully re-deployed. No damages or defects were found on the linkage assembly before or after the device was re-deployed. The cause of the exposed needle can be determined as a misaligned linkage assembly. Blood was observed on the adhesive pad. The root cause of the reported bleeding could be linked to the exposed needle.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours. Hyperglycemia treated by administering a pen injection and applying a new pod.